Event description:
The pt heard an alarm on (B)(6) 2011. The pt had not been near emi or magnetic interaction. It was reported that the pt had withdrawal symptoms and went to the emergency room. The symptoms included itching, diaphoresis, shakes, and increased spasticity. While in the emergency room, the pt was given oral baclofen. On (B)(6) 2011, the pt was in full withdrawal. The pt's device had stalled and was confirmed with a (B)(6) study and the event logs. It was not known whether the device would be replaced at the time the event was reported, but the doctor had planned on sending the device to the manufacturer for analysis if the pump was removed in the future. On (B)(6), the elective replacement indicator read (B)(6). The drug in the pump at the time of the event was lioresal. Additional information has been requested; a f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).